Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that when the patient was checking their device on (B)(6) 2018, they could not locate it with the outside control. It was noted that the control was charged and shows the search screen, but does not locate the implant. It was reported that the patient recently had a fall and was wondering if it moved or was disconnected. There were no patient complications reported as a result of this event.